Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that increased impedance was observed. It was further reported that an increased output was needed to provide right ventricular capture and there was a confirmed fracture. The lead was partially explanted and was replaced. The partial explant was not retained by the facility and was discarded. No patient complications have been reported as a result of this event.